Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they have higher than normal blood glucose (bg) levels of 25 mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient reported treating with 10 units with no response and corrects with syringe. The patient felt that the pump is not working. The patient refused to troubleshoot. This report is being made due to the history settings (inaccurate delivery) issue.